Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw broke due to torsional overload in combination with too high tensile forces during the insertion. The torsional overload condition was the main factor. Strong circular damages at the screw shows that the screw already contacted the implant and was further tightened. Indication for material or mfg related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.

Event description:
During the case, the screw head broke of self tapping screw, the surgeon drilled a pilot hole before he put the screw in.